Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:insufficient sample supplied to strip. Manufacturer contacted customer within 24 hours phone call and follow up phone calls for knowing customer's conditions;customer reported have diarreah,customer consider is due to high blood sugar. No medical attention reported at the time of the follow up call;customer run a test and obtained result of 147mg/dl during the call.

Event description:
Consumer complaint of e-2 error message; e-2 error occurred upon insertion of test strip into meter port. Customer feels nausea and light headed. Medical intervention is not reported or needed at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test performed during call on (B)(6) 2016 and produced a result of 80 mg/dl. Verified storage of product is within instructed specification since they are retained in the living room. Test strip lot manufacturer's expiration date is 3/17/2018 and open vial date is less than 4 months.